Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") in a (B)(6) female patient who had essure (batch no. 622311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included abdominal pain and multiparity. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), weight decreased ("has lost a lot of weight"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infecton"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In 2009, the patient experienced ovarian disorder ("problems in the ovaries"), dizziness ("lot of dizziness") and vomiting ("throwing up"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), rash ("rash") and vaginal discharge ("vaginal discharge"). The patient was treated with oxycocet (percocet), surgery (ablation) and surgery (ablation). Essure treatment was not changed. At the time of the report, the pelvic pain, ovarian disorder, dizziness, vomiting and weight decreased had not resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, rash, dysmenorrhoea, alopecia and vaginal discharge outcome was unknown. The reporter provided no causality assessment for dizziness, ovarian disorder, vomiting and weight decreased with essure. The reporter considered alopecia, cystitis, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure procedure performed. Right side 3 and half coil, left side 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: successfully occluded. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received, reporter added, events added are as follows- vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, rash, dysmenorrhea, alopecia, vaginal discharge, weight decreased. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain/ pelvic pain/pelvic pain/pelvic area pain") in a 33-year-old female patient who had essure (batch no. 622311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included abdominal pain and body mass index normal. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced weight decreased ("has lost a lot of weight"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infecton"), migraine ("migraine"), headache ("headaches") and alopecia ("hair loss"). In 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), ovarian disorder ("problems in the ovaries"), dizziness ("lot of dizziness"), vomiting ("throwing up"), vaginal infection ("vaginal infection/infection other: vaginal / infection (bladder/urinary tract/vaginal) type: vaginal") with vaginal discharge, depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and ovarian cyst ("other injury or complications describe: ovarian cyst"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), rash ("rash"), infected cyst ("infection (other) describe: cyst") and cyst ("other injury(ies) or complication(s) please describe: cysts"). The patient was treated with oxycocet (percocet) and surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, ovarian disorder, dizziness, vomiting, weight decreased, vaginal infection, dysmenorrhoea, infected cyst, depression, anxiety and ovarian cyst had not resolved and the menstrual disorder, cystitis, urinary tract infection, migraine, headache, rash, alopecia and cyst outcome was unknown. The reporter provided no causality assessment for dizziness, ovarian disorder, vomiting and weight decreased with essure. The reporter considered alopecia, anxiety, cyst, cystitis, depression, dysmenorrhoea, headache, infected cyst, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: current weight 115 lbs. Essure procedure performed. Right side 3 and half coil, left side 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: successfully occluded. Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet received. Events added from pfs- other injury(ies) or complication(s) please describe: cysts. Concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain/ pelvic pain/pelvic pain/pelvic area pain") in a 33-year-old female patient who had essure (batch no. 622311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. Concurrent conditions included abdominal pain. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced weight decreased ("has lost a lot of weight"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infecton"), migraine ("migraine"), headache ("headaches") and alopecia ("hair loss"). In 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), ovarian disorder ("problems in the ovaries"), dizziness ("lot of dizziness"), vomiting ("throwing up"), vaginal infection ("vaginal infection/infection other: vaginal") with vaginal discharge, depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and ovarian cyst ("other injury or complications describe: ovarian cyst"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), rash ("rash") and infected cyst ("infection (other) describe: cyst"). The patient was treated with oxycocet (percocet) and surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pelvic pain, ovarian disorder, dizziness, vomiting, weight decreased, vaginal infection, dysmenorrhoea, infected cyst, depression, anxiety and ovarian cyst had not resolved and the menstrual disorder, cystitis, urinary tract infection, migraine, headache, rash and alopecia outcome was unknown. The reporter provided no causality assessment for dizziness, ovarian disorder, vomiting and weight decreased with essure. The reporter considered alopecia, anxiety, cystitis, depression, dysmenorrhoea, headache, infected cyst, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure procedure performed. Right side 3 and half coil, left side 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: successfully occluded . Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received. Events per pfs: infected cyst, depression, anxiety, ovarian cyst were added. Outcome of the events were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.